Event description:
Patient being treated on therakos cellex machine, kit and we had 2 rbc alarms at 454ml. Rn stopped the machine twice and slowed the collect rate to 15-20ml/min. The machine continued with the interface in bowl too high. Rn ended the treatment and gave the patient their blood back and primed another kit and machine. Patient's vitals after return of blood at 1545 b/p 118/76 hr 96 rr16 t 97.9. Patient comfortable and willing to be treated on new machine. Patient here approx 1 hour longer than normal and received extra 0.9 ns 265ml and anticoagulant of 148ml.manufacturer response for disposable product, cellex photopheresis system kit (per site reporter)======================MFR did not want item returned.